Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted he performed a complete umbilectomy and excision of infected abdominal wall patch by removing the prosthetic mesh, suture and chronic inflammation en bloc. Pathology showed there was acute inflammation with microabscess formation compatible with a clinical history of infected mesh. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/13/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.